Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred due to the ECG alarming being turned off. Based on the available information, the user turned off the ECG alarm and it was the user's expectation that nevertheless the red alarm should still alert. When users turn off the ECG alarming, the alarm icon is shown as crossed-out on the display. Alarms and turning off alarms are adequately described in the device labeling (instructions for use). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred due to the ECG alarming being turned off.